Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. No failure related to the reported touchscreen unresponsive issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that during pump start multiple malfunction alarms occurred and there was a delay in touchscreen response. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to alternate therapy for diabetes management.